Event description:
Distributor requested repair of an ambulatory infusion pump due to "occlusion pressure too low (6.4 psi)". No patient details were provided.

Manufacturer narrative:
Upon physical inspection of a smiths medical cadd-prizm vip, it was determined to have no cracking, but fluid ingression on the pump. The event history log has shown high pressure alarm messages after starting the pump. Additionally, a pressure switch test was performed, and it was found to be activated low out of the manufacturer's specifications. And as a result, the downstream occlusion sensor was replaced. The customer's reported problem was verified, and the root cause was found to be fluid ingression as a result of use of the device in a manner that is inconsistent with the operator's manual/ instructions for use.